Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, patient had his left arm across his chest petting his dog while laying in bed. He received a shock, did not move the arm and received a second shock. No additional shocks that night. On (B)(6) 2020, clinic called to have him see the physician. When he lifted his arm to put on his sweater, he was shocked again. There were additional shocks when he was in the sitting position. A total of (8) inappropriate shocks. Upon arrival to clinic, they immediately disabled detection and obvious noise was noted with any arm movement. The detection remains off and the device implanted. The patient is wearing a life vest. Extraction and ICD replacement will be scheduled at a later date. Rep will continue to update as this case progresses. Should additional information become available, this file will be updated.